Manufacturer narrative:
(B)(4)

Event description:
It was reported that in (B)(6) 2008, the patient was experiencing back pain and muscle cramping beneath her shoulder blade. The patient was given medications including vicodin and muscle relaxers. The patient underwent imaging studies including MRI and CT scans and was recommended surgery. The patient underwent a thoracic spinal surgery. The patient was implanted with rod and screws, apart from rhbmp-2/acs. Following the surgery, the patient experienced more pain than she had prior to surgery and could no longer bend her back as she could before undergoing surgery. The patient experienced constant and severe back pain and stiffness, as well as leg pain, since then.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.